Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the implantable cardioverter defibrillator exhibited undersensing. Programming changes were implemented. There were no patient consequences.